Event description:
It was reported the patient was told the battery would last 9 years but it only lasted 3 years. The device burned her and the patient had the device removed. It was unknown when the incidents occurred. No outcome was reported regarding this event. Additional information could not be obtained at the time of the report. If additional follow-up is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID: neu_unknown_lead, serial# unknown, product type: lead. Product ID: neu_recharger_acc, serial# unknown, product type: recharger. Product ID: neu_ptm_prog, serial# unknown, product type: programmer, patient. (B)(4).